Event description:
It was reported by svc report that the retractable head section will not lock on the cot. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Retractable head section latch assembly pin.